Event description:
Pt reported that they had an increase in seizure activity. It was reported that there have been some recent changes to their medication regimen and that pt has a low sodium level. The pt reported that pt feels like they have more of an awareness of their seizures. The pt reported that they had eeg monitoring to prove that pt is now having generalized instead of partial seizures. Further follow up revealed that the pt went in for telemetry monitoring because of an increase in seizures. The pt reported that when they would have seizures, use of the magnet would decrease the duration of the seizure. The pt reported they were an in-patient for 8 days during the testing. During the hospital stay, their sodium level decreased. The pt's trileptal prescription was changed to dilantin (600 mg po bid) in 2002. The pt reported that they used their magnet so often during the hospital stay that their voice was hoarse. Device programmed parameters were reduced in hopes of helping their voice recover. The pt was discharged from the hospital the following day. On the next day the pt experienced blurred vision, tachycardia, and trouble breathing. The pt was seen in the emergency room and was prescribed diastat. The ER physician attributed the pt's symptoms to the sudden change to dilantin. Their dilantin dosage was reduced to 400mg on that day. It was later reported that the pt was hospitalized again 13 days later because they were experiencing a flurry of seizures. The physician did not make any further changes to the vns programmed parameters. Attempts to obtain additional info have been unsuccessful to date.